Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the large needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the drive cables are not broken or frayed at the wrist. The grips are found to open/close properly when the input discs are manually rotated. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .080 - .200 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.